Manufacturer narrative:
Device evaluated by MFR: the device was received along with a non-bsc guide catheter. An examination of the device identified that the hypotube was kinked at various locations along its length. This kinking is consistent with excessive force having been applied to shaft. The balloon was not refolded. A wire was inserted through the tip and wire lumen with no resistance noted. As part of the analysis the balloon was inflated and deflated. The balloon/device was inserted through the guide catheter with no resistance noted. The device was withdrawn from the guide with no resistance. No issues were noted with the guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The stenosed target lesion was located in the diagonal branch and left anterior descending (lad) artery. The physician cannulated the left coronary system with a 6f convey left back-up curve (lbu) guide catheter and an unspecified guide wire was advanced into the lesion. A 3.5x38 unspecified stent was deployed in the mid lad artery. A 3.50x20mm promus premier¿ stent was selected and deployed in the proximal lad artery. Upon removal, the physician had difficulty removing this device from the convey guide catheter. The physician was able to pull everything out as a system and a different guide catheter was advanced and angiogram revealed that everything was fine in the vessel and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that catheter removal difficulties occurred. The stenosed target lesion was located in the diagonal branch and left anterior descending (lad) artery. The physician cannulated the left coronary system with a 6f convey left back-up curve (lbu) guide catheter and an unspecified guide wire was advanced into the lesion. A 3.5x38 unspecified stent was deployed in the mid lad artery. A 3.50x20mm promus premier¿ stent was selected and deployed in the proximal lad artery. Upon removal, the physician had difficulty removing this device from the convey guide catheter. The physician was able to pull everything out as a system and a different guide catheter was advanced and angiogram revealed that everything was fine in the vessel and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).